Event description:
Device 2 of 2. (Refer to manufacturer's report number 1627487-2009-00131 for device 1). The pt reported a loss of stimulation. It was observed that the pt's lead became disconnected from the extension. The physician decided to replace the extension with a longer extension. During the revision procedure and when disconnecting the lead from the extension, a deformity was noticed at the distal end of the lead. The physician was unable to insert the distal end of the lead into the new extension. The lead was explanted and replaced with a new lead.

Manufacturer narrative:
Eval: device 2 of 2. (Refer to manufacturer's report number 1627487-2009-00131 for the eval of device 1). Method: extension was visually examined and functionally tested. The device history and sterilization records were reviewed. Results: as received the extension header was cut and channel 2 open. No visible wire breakage was noted. Extension flex testing did not reveal the location of the broken channel 2. The extension passed retention testing of each header port. The extension failed continuity testing. The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.